Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when the guide wire was removed it broke and trapped inside the patient. The device was removed in its entirety. The device was replaced.

Event description:
The customer reports: when the guide wire was removed it broke and trapped inside the patient. The device was removed in its entirety. The device was replaced.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was unraveled and showed evidence of use. No other components were returned for evaluation. Visual examination revealed the guide wire is unraveled towards the distal end and the distal j-bend is only connected by the unraveled coil wires. The core wire from the proximal end was exposed out of the coil wire; however, the core wire from the distal end was not visible. The distal end was manually unraveled to reveal a small portion of the broken core wire still attached to the distal weld. Microscopic examination of the guide wire confirmed the core wire was broken into two separate pieces, a large proximal portion and small distal portion. The exposed separation points of the core wire indicate the core wire broke adjacent to the location where the core wire transitions from rounded to flat (at the transition to the j-bend). Both welds were present and appeared full and spherical. The proximal end of the broken core wire measured 582 mm and the distal end of the broken core wire measured 21 mm in length. The combined lengths measured 603 which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire was also within specification. The undamaged proximal end of the guide wire was able to pass through a lab inventory 18ga introducer needle and arrow raulerson syringe with minimal resistance. The distal end could not be tested due to the damage. A manual tug test confirmed that both the distal and proximal welds were intact. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide a bout 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The body of the core wire was broken 21 mm from the distal weld, where the guide wire transitions to the j-bend. The guide wire met all functional/dimensional requirements during investigation testing and no manufacturing defects were found during a device history record review. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when the guide wire was removed it broke and trapped inside the patient. The device was removed in its entirety. The device was replaced.